Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event with a measured blood glucose of 43 mg/dl and contacted support for guidance; troubleshooting and education were provided on treating low glucose with fast-acting carbohydrates and on coordinating with a healthcare provider regarding potential insulin sensitivity and gastroparesis considerations. Customer care provided technical support review and user education. Investigation of this case revealed no device malfunction reported and user-managed recovery following intake of oral carbohydrates. Symptoms included dizziness, shaking and tremors associated with hypoglycemia. Outcomes included resolution of hypoglycemia without medical intervention or hospitalization required. It was concluded that the event was consistent with hypoglycemia of unclear cause, managed conservatively with education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.